Manufacturer narrative:
B3: unknown; no information has been provided to date. The investigation included root cause, and analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that a bivona flextend tracheostomy tube (size 5, item and lot number unknown) split at the bend after hospital discharge. The patient¿s caregiver noticed an unusual sound and identified the damage upon inspection. There was patient involvement; however, no human harm was reported.